Manufacturer narrative:
Device evaluation summery: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to contamination of the charger pca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated pca board. The patient received a replacement battery charger.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient's battery charger was showing battery faults. The patient was issued a replacement battery charger.